Event description:
Consumer complaint of blood result reading of "hi". The customer states she opened the container of test strips 2-3 weeks and stores the strips in the living room assisted the customer with a back to back blood test results hi and hi. The customer had food/drink 6 hours ago. Expected blood glucose varies. Reviewed the last 5 blood results in the meter memory: 1. Hi 12/28 at 8:41pm 2. Hi 12/28 at 8:39pm 3. 239mg/dl on (B)(6) at 4:47 the customer would not give me anymore results she said she had to take her insulin and lie down. The customer feels that this meter is reading correctly all she wanted to know was what hi meant.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).